Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Date of infection is not known. (B)(4). Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) of the left midshaft radius fracture on an unknown date. A 3.5mm 10 hole locking compression plate (lcp) and nine (9) screw were implanted at that time. On an unknown date, patient developed an abscess infection on the left forearm. Patient was returned to surgery on (B)(6) 2018 where all hardware was successfully removed. During the removal procedure, one (1) cortex screw was noted to be broken, also removed successfully. This is report 2 of 10 for (B)(4).